Event description:
Pt reports she developed a tegaderm allergy. Pt also requests a new pump because she believes the pump she has is more susceptible to air bubbles. Unknown if fault occurred while in use. No adverse events reported. No missed doses reported. Device is available for return, upon patient return. Unknown if device was replaced. Infusion is life-sustaining. Outcome of the event is unknown. Pump return tracking information is not available. Photographs were not provided. Set flow rate and volume delivered are unknown. No additional information is available at this time. The reporter did not provide the serial number. However, per our records there is a reasonable possibility the serial number in question may be the following: (B)(6). No further information provided.